Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula, which led to an elevated blood glucose level on (B)(6) 2026. The patient's blood glucose level during the event was 401 mg/dl. No further information available.